Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Prior to the procedure it was noted that the patient had multiple puncture sites. Following the deployment, the patient experienced a large hematoma. Treatment consisted of compression and a pressure dressing. The treatment was successful and the event was resolved, however, the patient did experience a vagal response during the treatment.